Event description:
Patient with intraperitoneal port-a-cath in the right upper quadrant. Dye study showed tubing was detached from the ip port. Patient taken to the operating room for explantation. The port and connected piece of the catheter were removed intact and then the distal piece of the catheter had to be retrieved from the intraperitoneal space. The entire port-a-cath was removed with this procedure. Patient had port in place approximately 8 months.